Event description:
It was reported after a re-intervention,the, on (B)(6) the sales rep received verbal confirmation from the surgeon that the patient had died.

Manufacturer narrative:
(B)(4). The following information has been requested, but has not been obtained: where there any issues noted with stapler performance in the initial procedure? What was the indication for surgery? How many days after the initial procedure did the reoperation occur? What signs and symptoms did the patient have that prompted the second surgery? Was the patient still hospitalized when he underwent the reoperation? During the reoperation was there a leak? If so, what was the site of the leak? Was the leak identified at a staple line where the device was used? If yes, were staples present? What did the staple form look like? How was the leak addressed? Had the patient undergone chemotherapy or radiation therapy? Will ethicon be provided with the cause of death from the autopsy report?

Event description:
It was reported that after an intervention of rectum procedure, the suture made on the rectum yielded. The patient was subjected to a new intervention (hartman procedure).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? Did the surgeon really see any staples at all or were there only a few ? If yes, were they unformed , malformed, please describe the shape. Can you please confirm that no staples were seen or were there staples present but not formed properly? Was the device fully articulated? Degree of articulation? Was there any difficulty removing the device from the tissue? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? Was the new intervention (hartman procedure) only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the new intervention? What was the outcome, leakage, bleeding or other please specify? What is the current status of the patient? What is the age and sex of the patient? Is there any other additional information you would like to share about this device or procedure?